Event description:
Boston scientific (bsc) crm received info that one week post implant of this pacing system, the pt has been experiencing discomfort, warmth and swelling around her pacemaker pocket. The pt was being taken to the hospital for evaluation. A bsc crm technical services consultant discussed the possibility of infection and documented the reported clinical observations. No other adverse events have been reported.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related. Possible infection with no surgical intervention.